Event description:
New information received notes that the right atrial lead was also capped due to low pacing lead impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, oversensing of noise was observed on the right atrial lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.